Event description:
It was reported the epg (external pulse generator) will not power up with a new battery. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper and lower cases were broken/contaminated, the ring cover and two side bail covers were broken, the battery release, lead flex cover, two main printed circuit board (pcb) screws, release spring, battery drawer, display, main pcb, battery flex, and heart lead flex were contaminated, the heart block was broken, the battery contacts were compressed and the ring was missing.